Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient underwent liner exchange due to "mechanical complication". Patient was only able to flex the knee up to 30 degrees. Only the liner was exchanged.

Manufacturer narrative:
Reported event: an event regarding revision due to poor range of motion involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided.

Event description:
Procedure: patient underwent liner exchange due to "mechanical complication". Patient was only able to flex the knee up to 30 degrees. Only the liner was exchanged.